Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a bent cannula. It was reported that the insulin pump did not have an alarm or no delivery alarm. The customer¿s blood glucose during the incident was 440 mg/dl. They treated with a manual injection. They also changed the infusion set. They were unable to troubleshoot at the time of the call because they were not feeling good. The insulin pump will not be returned for analysis.